Event description:
Report received indicated that two months ago the patient developed a scattered red rash under the tape collar starting at the top and along the left and right sides. The patient used cortisone cream with little improvement noted. No further information was provided and the patient outcome was not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Devices listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized (B)(4) 2011. The data presented is from three different product applications. The report states that there are no significant trends. After investigation it was found that material number (B)(4) aligns with model number: 411802, expiration date: 09/07/2016 and device manufacturer date 09/01/2011.